Manufacturer narrative:
An event of patient effect of occlusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported patient effect of occlusion could not be determined. It is possible that procedural conditions (implant depth), could contributed to this event. However, this cannot be confirmed. The reported unexpected medical interventions were result of case specific circumstances, as CPR was performed and extracorporeal membrane oxygenation (ECMO) was used to stabilize the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis with 100 mmhg gradient and severe coronary disease. This was considered a semi-urgent procedure. The patient presented with hemodynamically unstable. Percutaneous coronary intervention (pci) was performed at the left descending aorta (lad). The patient remained unstable. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). Post-procedure, the patient required a heart massage due to lad occlusion. Extracorporeal membrane oxygenation (ECMO) was used to stabilize the patient. It was noted that thrombus aspiration was performed to repair the occlusion. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis with 100 mmhg gradient and severe coronary disease. This was considered a semi-urgent procedure. The patient presented with hemodynamically unstable. Percutaneous coronary intervention (pci) was performed at the left descending aorta (lad). The patient remained unstable. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). Post-procedure, the patient required a heart massage due to lad occlusion. Extracorporeal membrane oxygenation (ECMO) was used to stabilize the patient. It was noted that thrombus aspiration was performed to repair the occlusion. The patient was discharged.